Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side rupture. Device was explanted.

Event description:
Healthcare professional reported a right-side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one opening extended and observed 40 mm dark patch edge material inside gel device. Weight measurement identified underweight device. A microscopic analysis was performed which identified, one opening sharp and stress mark near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the radius due to surgical impact.